Event description:
It was reported that the pt had recently been experiencing an increase in seizures and has had more "acting out" behavior. The neurologist referred the pt for prophylactic generator replacement as a result. Surgery to replace the pt's generator has occurred. Attempts for further info have been unsuccessful to date. Attempts for return of the explanted generator are in progress.